Event description:
It was reported that the clip was found closed when coming out from the applier used by the doctor. Serial 2 clips were fired closed. Then the doctor changed a new one to complete the treatment. No harm to the patient.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73f1900570 was manufactured on 06/19/2019 a total of 288 pieces. Lot was released on 06/27/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its bottom jaw bent. The sample appears used as there is biological material present on the device. Reference at file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. On the next two attempts, however, the clips were unable to load properly due to the bent bottom jaw. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the top jaw was also bent, but not as severely as the bottom jaw. The bent jaws prevented the clips from loading properly. No other damages were observed. The sample was returned with 11 clips remaining in the channel indicating that 4 clips were fired by the end user. It could not be determined exactly how the jaws got bent, but it appears that unintentional user error caused or contributed to this event. Reference file (B)(4) for investigation photos. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips coming out closed" was confirmed based upon the sample received. Upon functional inspection, it was found that the both jaws were bent (the bottom jaw was more severely bent) which caused the jaws to be misaligned. Upon functional inspection, one clip was able to load properly, but the other tested clips were unable to load properly due to the misalignment. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was found closed when coming out from the applier used by the doctor. Serial 2 clips were fired closed. Then the doctor changed a new one to complete the treatment. No harm to the patient.